Event description:
It was reported that the patient was taken to the operating room with a ruptured appendix to perform an appendectomy. When the surgeon was performing the removal of the appendix, it was noted that the appendix was inflamed and he removed the cecum due to suspicion of cancer. When the surgeon was removing the specimens, he extended the bag in order not to spill the contents and the bag broke. The contents spilled into the patient's abdomen. The specimens were retrieved but the surgeon is concerned due to the spillage and condition of the contents for possible contamination. The procedure was completed at this point with no intervention. The patient is reported to be stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.